Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not charge and that the device began to charge on it's own when placed in manual mode. Complainant indicated that there was no pt involvement in the reported malfunction.